Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated she now had equipment with her. Patient services reviewed the situation with patient again and patient reiterated that when she had the recharger in the belt, she continued to get no device found but could sometimes found it directly over the skin. Patient confirmed she charged her ins every night. Pss tried to transfer patient to repair but received a voicemail. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that they were seeing a 'no device found' message intermittently while trying to charge the ins and that when they are able to connect it takes a long time to charge after reaching 30% battery level. A new recharger was sent to the patient. No patient complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that hcp didn't stitch top of pouch where stimulator went in so stimulator had worked it's way up to patient (pt's) waste line and wasn't able to be recharged. Pt noted that they were heavier. Pt said implant stopped working in (B)(6) 2019. Pt met with several mdt reps that tried to fix this issue but the rep's ipad and pt's external equipment wouldn't even connect with or read the implant. Implant battery is currently dead and pt had since lost all external equipment in a move. Pt's pain clinic ordered pt an MRI of lower and middle spine with purpose of imaging to try to have device system removed but MRI facility saw pt today and won't do scan b/c of pt's situation. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed MRI compact info and redirected pt to hcp. Pt is going to call prescribing dr of MRI and MRI facility to have them call ts with any questions.

Event description:
Additional information received from the patient. It was reported that the patient met with several representatives at their surgeon's office and they tried to charge for several hours to no avail. The issue wasn't resolved and they wanted the stimulator removed. The healthcare provider's office had not been helpful because they didn't have insurance at this point in time. No symptoms or further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was having difficulty charging their ins. The patient had last charged the ins was a week ago. The manufacturer representative tried to do a passive recharge and was unable to find the battery. They also tried to connect with the ins using another controller and were unsuccessful. The caller disabled and re-enabled the controller anda ¿no device found¿ screen. The manufacturer representative attempted to communicate with the clinician tablet and it showed the following message: "the device battery level is too low to sustain therapy or a programming session. The device battery must be recharged now." The caller started a second passive recharge mode with values of 87 100 100 on the controller screen. It was reported that they waited 10 minutes on the antenna screen and were still unable to find the device. A screen 50 ¿trying to recharge¿ was observed. It was reported that the patient went home to attempt to recharge more to build voltage on battery. It was reported that the recharger had been replaced. Rep stated the patient went home after the meeting with rep last week and recharger would show excellent but then "no device found" so they cannot recharge; ins is now in red and tablet cannot communicate with it. Rep has been attempting to charge in office and it finds ins fine but then goes to device not found after 3 min and not moving and they could not get it back to excellent again. Controller communicate with ins on its own. Patient is not able to wear belt as it is not comfortable. Rep can feel battery through patient's skin in the buttocks but patient noted ins used to be mostly below incision as well. Rep stated they were able to connect with ins over patients pants and now they are against the skin and not getting anything. Rep then mentioned it seems like the ins header block is tilted in and suspected that the pocket and location may be the issue. It was reviewed that if recharging issue not resolve to speak to health care professional (hcp) about possible pocket revision as all components appear to be functional.

Manufacturer narrative:
Further information regarding the events reported in regulatory report #3004209178-2018-22948 can now be found in regulatory report #3004209178-2018-22219. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient's ins was 'not charging properly' and that they have to remove the recharger from the belt and lay it on top of the ins to find the correct spot for recharging. The patient mentioned that they were 'kind of a big girl.' For the past few days prior to the report the patient was seeing a 'no device found' message on the controller for 20-30 minutes before the ins is recognized. The patient added that the other day the ins would not charge at all. When it does charge it charged quickly from 0% - 30% but then it will take a long time after that. The controller was showing that the ins was dead and that it needed to be charged. The patient's rep recommended that they get a new recharger but the patient did not have the equipment with them at the time of the call to troubleshoot so they were going to call back. No patient complications were reported.